Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and oversensing noise on the atrial lead. The physician suspects insulation damage but was not confirmed under x-ray. The physician elected to explant and replace the atrial lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events of noise, low pacing lead impedance and insulation damage were confirmed while the reported event of lead fracture was not confirmed. Lead impedance test could not be performed due to as received condition of the lead. During electrical testing the lead failed hi-pot test. Destructive analysis was performed and visual inspection found abrasion consistent with suture tie forces breaching the inner insulation at the suture sleeve tie impression region. The cause of the reported events of noise, low pacing lead impedance and insulation damage was isolated the inner insulation abrasion consistent with suture tie forces. X-ray examination did not find any indication of conductor fractures.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.